Manufacturer narrative:
The initial MDR 2517506-2018-00373 was filed on 13-jun-2018. Additional information (15-jun-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint and stated that the initial result did not give a numerical result and had a dilution message. This would indicate a high result. The repeat result with the sample was 0.3 miu/ml with no flags or messages. Quality control (qc) material recoveries were within range with no issues. A siemens customer service engineer (cse) performed the alignment of the heterogeneous module and probes, and ensured that the calibration data and the qc material recoveries were within range. The hsc specialist surmised that the initial sample from the primary tube introduced fibrin or cellular debris which may have caused the lower human chorionic gonadotropin (hcg) result. The discordant, falsely low human chorionic gonadotropin (hcg) result may have been caused due to poor sample quality and/or pre-analytical sample handling issues. The following items can be optimized to reduce the risk of sample related issues. Pre-analytical factors include: pre-centrifugation: tube manufacturer's IFU instructions must be followed including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample in order to avoid latent fibrin formation in the serum or plasma portion of the sample. Centrifugation: factors other than the generation of platelet poor plasma are important indicators of good sample quality. Modification of the centrifuge speed and time outside of the tube manufacturer's IFU instructions for g force and centrifugation time and/or the use of statspin impacts the sample and gel separation causing the formation of gel droplets containing cellular material in the plasma portion, oil droplets on the top of the samples, and cellular components remaining in the plasma portion of the sample with non-gel tubes. The quick braking of high speed centrifugation and/or the use of statspin may cause platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. The g force is a function of the centrifuge speed (rpms) and radius of the centrifuge rotor. Post-centrifugation: platelets are not consumed in a plasma sample as they are during the clotting process of serum samples. Platelets and buffy coat material do not pass through the gel barrier during the centrifugation of a plasma sample and remain above the gel barrier. Quick braking of high speed centrifugation and/or the use of statspin may cause platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. Ensure that samples remain upright to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the serum or plasma portion of the sample. Avoid pouring of samples from a primary tube into a small sample container (ssc). Recommend using a transfer pipette to transfer sample from short draw tubes into ssc cups. Additional information (03-jul-2018): the customer was provided with the information from the hsc specialist. The cause of the discordant, falsely low human chorionic gonadotropin (hcg) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed alignment of the heterogeneous module and aligned the probes. The cse ensured that the calibration data and the quality control (qc) material recoveries were within range and the patient sample results were in alignment with the clinical history of the patients. The cause of the discordant, falsely low human chorionic gonadotropin (hcg) result is unknown. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained for a patient sample on a dimension exl 200 instrument. The initial run did not report any result. The sample was repeated on the same instrument and gave a falsely low discordant result. The discordant result was questioned by the physician(s) as it was not in agreement with the patient's clinical status. The same sample was repeated again on the same instrument resulting higher. The sample was repeated on an alternate instrument, also resulting higher. A corrected report with the one of the higher results was issued to the physician(s). There are no known reports of patient intervention due to the discordant, falsely low human chorionic gonadotropin (hcg) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely low human chorionic gonadotropin (hcg) result.